Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a no delivery alarm. The blood glucose reading was not known. Customer was unable to troubleshoot for the issue as is was a past issue and had been resolved by a complete set change. Nothing further was reported.